Event description:
Customer reports there seems to be an air leak from the cuff. It is not confirmed that the tube has been removed form the pt. The reporter was advised as stated in dfu that the product is designed to be replaced every 29 days. This report is associated to MFR# 2936999-2012-00665.